Event description:
Report two of two regarding complete tubing separations. A patient was receiving a three hour taxol infusion through a central line. Within one hour after the start of the infusion, it was noted that the tubing was leaking, and upon further investigation, it was noted that the tubing had completely separated at the distal end of the filter "as if there was insufficient glue". The tubing set was changed and the infusion resumed with no further problems. There was no bleed back or blood loss reported. There were no reported adverse patient effects or skin contamination due to chemotherapy leak. Additional information was requested, but no further information was provided.